Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the rca. Approximately 2.5 months post index procedure patient death occurred. Cause of death chronic renal failure. The investigator did not indicate whether the reported event was related to the study device. Cec adjudicated event as a cardiac death.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death).

Event description:
It is reported that the patient developed pulmonary hypertension, congestive heart failure, renal and respiratory failure. Investigator has indicated that the patient death was due to multiple organ failure, and was unlikely to be related to the study device.